Manufacturer narrative:
Concomitant medical devices: 511212 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The atrial lead also had high impedance. Due to the patient being in persistent atrial fibrillation the lead was turned off at the time of the device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.